Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case, lower case, ring cover, two side bail covers were broken, the ring and two side bails were missing. It was also noted that the battery release was contaminated, the lead flex cover was contaminated, the battery contacts were compressed, the battery drawer was broken, and the device failed the battery removal test due to the main printed circuit board (pcb) being out of electrical specification. (B)(4).

Event description:
It was reported the case has physical damage. The top case has "smashed in corner". The bottom case has a crack by the ventricle connector. The bail and hooks are broken off. The device was returned for repair and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported.